Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of failed battery test. The customer's blood glucose level was 4.2 mmol/l at the time of the incident. The customer reported issues with the battery cap. The customer stated that every time she changed the cap, she received battery out of range. The customer received battery out limit and failed battery test with new battery inserts. The product was returned for analysis.

Manufacturer narrative:
The device was received with normal operating currents and no unexpected low battery, battery out limit and failed battery test alarms during testing. The insulin pump passed self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No damage/corroded battery cap noted. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.